Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history record: part: 04.027.053s, lot: 5l85102, manufacturing site: (B)(4), release to warehouse date: 30.aug.2019, expiry date: 01.aug.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation surgery for the femoral trochanteric fracture with the pfna in question. Before the surgery, there was no problem with the devices when the hospital checked them. During the surgery when the surgeon was inserting the blade, he felt a resistance. He tried to remove it, but the blade could not be removed at all. The surgeon used an extraction screw and a hammer, but the blade could not be extracted. The surgeon used headless compression screw 4.5/6.5 for additional fixation. The patient will be under no weight bearing. The hospital plans a reoperation to remove or to cut the blade. No further information is available. Concomitant devices reported: unknown impaction instruments: hammer/mallet: trauma (part#: unknown, lot#: unknown, quantity#: 1); unknown extraction instruments: tfna/pfna (part#: unknown, lot#: unknown, quantity#: 1). This complaint involves two (2) devices. This report is for one (1) pfna-ii blade l90 tan. This report is 2 of 2 for (B)(4).